Event description:
See MDR # 1036844-2014-00326 for the first insertion attempt. It was reported that in this second attempt, the event also occurred in operating room. The insertion site was the right internal jugular vin. When the physician was aspirating, the syringe cracked and began leaking blood. As a result, the cracked syringe was removed and replaced; the swg remained in situ. There was another attempt made at the procedure; it was successful. There was no delay, harm, death, complication, or injury reported to the pt as a result of this second attempt.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.